Event description:
It was reported a patient's implantable cardioverter-defibrillator presented with far r-oversensing resulting in inappropriate automatic mode switch episodes. No changes were reported. There were no patient consequences.